Manufacturer narrative:
Evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107(multiple abnormal shutdowns)) has been confirmed. Upon investigation the monitor displayed a service code 204 and exhibited abnormal shutdowns. The cause for the abnormal shutdowns was isolated to a defective u104 pxa processor on the computer/analog board. The root cause for the service code 204 was the monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging wires within the receptacle. The root cause for the defective u104 pxa processor could not be positively identified. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 107 (abnormal shutdowns).